Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the distal conductor is distorted in the connector at 1.5cm, and no further helix testing is possible.

Event description:
It was reported that during the right atrial (ra) lead implant procedure, after placing the lead in the ra appendage, check performed for pacing and sensing parameters through the analyser, all parameters were fine. However, when the ra lead was connected to the device the ra pacing impedence was found to be high with tip screwed in and without the tip screwed in. It was also reported that parameters via the analyser was also high. The physician checked the tip of the ra lead and noted the tip was damaged. The ra lead was removed and replaced with a different lead, and the parameters through the new lead were normal and in acceptable ranges. No patient complications have been reported as a result of this event.